Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014 she went to have the novasure and her doctor advised her to also get the essure to prevent tubal pregnancy. She was told it was a small and painless procedure with no side effects. She experienced horrible pain when she woke up. She had heavy bleeding and cramping for two weeks with no relief. After that she had severe pain in left side, the top of both of her legs hurt like an abscessed tooth, had migraines, her hair fell out, she was dizzy to drive and went from a size 4 to a size 10 in less than 2 months, all in her belly from swelling, she had no energy at all and missed a lot of work because of that. After a vaginal ultrasound and 4 rounds of antibiotics her implant doctor said that it was not an infection and referred her to a surgeon. On (B)(6) 2015 she underwent a total hysterectomy. There was zero doubt that the essure was her problem. She was still having issues with her bladder which stems back to the essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had heavy bleeding for 2 weeks after essure (fallopian tube occlusion insert) insertion. She also experienced severe pain on her left side. She underwent a total hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. During and after essure insertion abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started in close association with essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since devices removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had heavy bleeding for 2 weeks after essure (fallopian tube occlusion insert) insertion. She also experienced severe pain on her left side. She underwent a total hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. During and after essure insertion abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started in close association with essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since devices removal was required (hysterectomy performed). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.